Event description:
Patient presented with high impedance. Two different programming systems were used on the patient and both showed high impedance. Further information was received that the patient reported no clinical symptoms associated with the high impedance. The patient's treating physician's office noted that no further action or intervention was being taken. X-rays were performed and noted to show no issues such as fracture. The x-rays have not been received to date. Design history record review revealed that the generator passed all specifications prior to distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. No other relevant information has been received to date.